Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported that ¿inaccurate flow rate¿ was reproduced. The device was tested for flow rate accuracy at two delivery rates and delivered with an error percentage of 7.15 and 5.995, which is over 5% specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate out of adjustment. The pressure plate will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had inaccurate flow rate during programming/setup. There was no patient involvement. No additional information is available.